Event description:
Additional information received from the representative reported the clinic had contacted the patient, but had not heard back.

Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported the patient stopped recharging the implantable neurostimulator (ins) due to the ins causing shocking and jolting and not providing pain relief. During the trial and the first six months post implant, the patient had good coverage. After about a year, the patient started getting shocks and jolts and stimulation irritated them more than it helped with their pain. That was when the patient stopped using therapy. The ins was only used 6 or 7 percent of the time. The ins was unable to be interrogated since the patient stopped using the ins and let it got into overdischarge. When the manufacturing representative looked at previous programming sessions, impedances on contacts zero to seven were greater than 10,000 ohms on (B)(6) 2013. On (B)(6) 2013, impedances were measured to be greater than 40,000 ohms on all combinations with electrodes one and six. The patient's health care provider (hcp) decided against doing a physician mode recharge due to the high impedances. The patient had an appointment with their managing hcp to determine if a revision will be done to continue therapy. The issue was not resolved at the time of thi s report and no intervention or further actions had been taken. The patient's indication for use is complex regional pain syndrome type one. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.